Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1786132 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 09th april 2021. On evaluation of the device it was observed the flexor (clear section) was broken. "Red marker on top of the handle at point 09 on return , actuation of handle was possible for deployment and retraction but unable to deploy the stent due to broken flexor." Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1786132 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot c1807095 ; upon review of complaints this failure mode has not occurred previously with this lot c1807095 the instructions for use ifu0062-5 which accompanies this device includes the following contraindications ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an attempt to insert a stent in the biliary tract along the wire guide, the sheath of the introducer set was damaged, which made it impossible to expand and insert the stent. Device evaluated on 09-apr-21: "flexor broken". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence general questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement. What endoscope type and channel size was used? Duodenoscope olympus v180 4.2 mm channel. What was the position of the elevator? Was it opened or closed? Elevator was open. Details of the wire guide used (diameter, type, make)? Cook medical metii-35-480. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Stent was inside of the biliary tract. How long was the stent in the patient by the time this complaint occurred? About 2 minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? The intention was to place this stent for 6 month. Stricture information: what was the length and diameter of the stricture? Stricture had about 4 cm. Where was the stricture located in the body? Biliary tract. Was there resistance felt passing wire guide through stricture? There was no resistance. Was there resistance felt passing the evolution through stricture? There was no resistance. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. It was ok. Was resistance felt during insertion into patient? If yes, at what point? There was no resistance. Questions related to during stent placement did the product fail during stent deployment or recapture? During stent deployment. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Stent placement was unsuccessful. Fluoroscopy was used. Did the stent open sufficiently to allow withdrawal of introducer safely? Did not open. Was the safety wire fully removed before removing the delivery system? No. Stent was removed. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal what instrument was used for stent repositioning / removal? Forceps, snare¿ stent was removed by the working channel. Was the lasso (suture) loop used during repositioning no.